Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. According to the reporter: malformed staples stayed at the proximal part of jaw and also staples around at the center part remained in the reload. After release from tissue, the leakage occurred from the part where staples could not be fired. For the recovery additional resection was required by using a tristaple. The doctor states nothing unusual was recognized in the manipulation of device during the firing. Operating time extended. There was additional tissue resection. Nothing fell into the cavity.